Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and loss of capture, resulting in the implantable pulse generator (ipg) exhibiting pacing issues. The patient experienced light-headedness due to the loss of capture and it was noted that the patient had a myocardial infarction a few days ago. The rv lead and the ipg were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.